Manufacturer narrative:
Device was not implanted. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 10cm long femoral sheath was easily removed over the wire and the angio-seal has also been easily inserted and properly positioned. The following information was provided by the user facility: after removing the dilator and the wire, the carrier system was placed exactly in the angio-seal-sheath and locked until it clicks, then retracted to the exact locking. When pulling out the complete angio-seal, neither the green tube nor a fiber, nor any collagen or anchor was revealed. There was nothing there and the blood shot out of the branch channel, so it had to be pushed off immediately by manual compression. The physician is very experienced in using the angio-seal. There was no resistance felt even when retreating. Hemostasis was achieved by manual compression and there was no significant blood loss. It was reported that there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6f angioseal vip was returned for evaluation. One hemostasis sheath and carrier tube assembly were returned. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance was seen on the tip of the returned components. The leading leg of the anchor was visible in the carrier tube upon closer inspection. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen and tamper tube both of which were covered in dried blood like substances. The exact root cause cannot be determined with the available information but the overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. Upon functional testing no anomalies were found and the device worked as intended. The complaint is confirmed for the failure mode of pullout. Functional testing of the deployment mechanism revealed the components were extracted and device functioned as intended with no contributing visual or functional anomalies noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip but this cannot be confirmed based on available information. The exact cause of the reported event remains unknown. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.